Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is blank. Customer also states that the insulin pump is exposed to moisture under the lcd display. The blood glucose reading is 153 mg/dl .nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.